Event description:
The manufacturer received information alleging a trilogy 100 ventilator had a broken, unusable alternating current (ac) power plug. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac power plug required replacement to address the issue. However, no repairs were completed because the device was scrapped.